Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an atrio-ventricular node ablation which resulted in outer insulation damage to the right ventricular ring. The rv lead remains in use. No patient complications have been reported as a result of this event.